Event description:
The manufacturer manufactured in this month 2003 more than 203776 dialyzer. They labeled the dialyzer with gamma sterilization. This lot numbers and qty were never sent. This qty was sent non sterile to the market. Warning never used it, if still in stock it might kill some pt.